Event description:
It was reported that the burr was stuck in the wire. Vascular access was obtained via radial artery. A 1.50mm rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire became stuck when retrieved back to the burr. The burr and wire were intact after removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.